Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The optical lens was found broken. Additionally, unit¿s fibers were found broken/dented, and the proximal end had severe material deformation present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus oes elite telescope, the glass was broken. There was no patient involvement during this event.